Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient experienced a fluid leak coming from the cycler door during drain 3 of treatment. Follow up with the patient's spouse noted the patient discontinued treatment for that night and resumed treatment the next morning using manual supplies. The patient did not experienced any adverse events as a result of this incident. The pd nurse was notified and antibiotics were prescribed as a prophylactic. The cassette/tubing set in question was discarded.